Event description:
The customer requested that the run data file be investigated to determine a possible cause for the higher than expected plasma product volume. No medical intervention was necessary. The disposable set is not available for return as it was discarded at the customer site. This report is being filed due to the potential for injury from hypovolemia.

Manufacturer narrative:
(B)(4). Investigation: the run data file (rdf) was analyzed. The signals in the rdf indicate that the trima accel system operated as intended. The signals do not indicate a clear cause for the higher than expected plasma product volume. It cannot be confirmed through rdf analysis, but it is possible that the plasma line could have been sealed or clamped during rinseback, before plasma rinseback had started. This could result in a higher than expected plasma product volume. Investigation eval and corrective actions are in-process. A follow-up report will be provided.